Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated, ntcfault' events related to complaint were observed. Additionaly, the receiver download shows the receiver shutting down for low battery after it had been connected to a charger. Functional testing was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. A discharge test was completed and it passed and did not show any overheating during charging. The reported event of unexpected receiver shutdown was confirmed. The root cause could not be determined.